Event description:
Complainant alleged that the medics answered a call for a pt (age and gender unknown) who was in a cardiac arrest condition. Upon their arrival at the pt's home, the pt was found to be unresponsive. The pt's vital signs were absent. The medics analyzed the pt's heart rhythm three times, but on each occasion, the device gave a "no shock advised" prompt to a heart rhythm that the medics recognized to be a ventricular fibrillation heart rhythm. The medics then performed two man CPR, as the pt was transported to the hospital. The pt subsequently expired.